Event description:
This rn and sedation doctor noticed air pockets throughout three connected MRI tubing, while sedating a patient in MRI. No large air pockets were present when propofol was initially primed. This rn reprimed the tubing multiple times and air bubbles were observed after each priming. Once this rn observed all air bubbles gone in tubing. Tubing was attached to patient and propofol drip was started. After starting propofol, this rn and dr. [Redacted] observed large air pockets forming at one of the connection sites between MRI tubing. Drip was stopped before air got to the patient and faulty tubing was removed before restarting propofol drip.